Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting what they feel are 6 false positive sars results. Customer states they had multiple covid exposures but does not have any symptoms. Customer states they were negative by other brand rapid antigen test and those tests were expired when used. No other confirmation testing has occurred. Report 2 of 6.